Event description:
According to the reporter, during a procedure for left intrathoracic tumor, the surgeon requested a 60mm universal stapler and a purple 60mm reload. These were handed to the scrub nurse, who performed a preliminary inspection of the equipment to be used, loaded the cartridge into the stapler, and verified its function. The device was then handed to the surgeon; however, upon attempting to staple the pulmonary segment which constituted part of the surgical specimen it was observed that the device jammed and the cutting blade failed to advance. Consequently, the doctor did not persist in the attempt, as forcing the stapler could have caused the patient to bleed. The doctor instructed the scrub nurse to perform a second inspection of the stapler and requested another reload. The same procedure was followed repeating the steps described above but the same malfunction occurred. The doctor performed the resection ofthe surgical specimen using a manual technique involving sutures and hemostasis and it was noted that the procedure was converted from laparoscopic to open.

Manufacturer narrative:
D10 concomitant product: egiauxl, egiauxl endogia ultra univ xl stapler (lot#unknown); egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b1, b2 (remove intervention), b5, g3, h1 (remove serious injury, add malfunction), h6 (add e2014 and f11, remove f1907 and e2009). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure for left intrathoracic tumor, the surgeon requested a 60mm universal stapler and a purple 60mm reload. These were handed to the scrub nurse, who performed a preliminary inspection of the equipment to be used, loaded the cartridge into the stapler, and verified its function. The device was then handed to the surgeon; however, upon attempting to staple the pulmonary segment which constituted part of the surgical specimen it was observed that the device jammed and the cutting blade failed to advance. Consequently, the doctor did not persist in the attempt, as forcing the stapler could have caused the patient to bleed. The doctor instructed the scrub nurse to perform a second inspection of the stapler and requested another reload. The same procedure was followed repeating the steps described above but the same malfunction occurred. The doctor performed the resection ofthe surgical specimen using a manual technique involving sutures and hemostasis.